Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 573mg/dl. The customer's most current level was 345mg/dl. Troubleshoot was conducted. The high pressure test alarmed for no delivery. The customer was advised to monitor the device and contact their healthcare provider regarding unexplained high blood glucose levels. The customer is being sent replacement sets.